Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient suffered an accident and experienced ineffective therapy due to high impedance. Surgical intervention was undertaken and the lead was explanted and replaced. Ipg was also replaced for MRI purpose electively. Patient has effective therapy and high impedances cleared post op.